Event description:
A report was received that the patient was having difficulty charging the ipg and was unable to obtain a charge. It was also reported that the patient felt that the ipg had moved. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the physician felt that there was nothing wrong with the battery. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg and was unable to obtain a charge. It was also reported that the patient felt that the ipg had moved. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Date of event: (B)(6) 2014.